Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the knife trigger became stuck and would not move during an abdominoperineal resection and laparoscopy. The device jaws had to be released from tissue with additional resection and suturing. There was no bleeding and no patient injury.